Event description:
The instrument was used during a laparoscopic hernia repair. It was reported upon inflation of the balloon in the pt, the balloon burst. Approx 25 pumps were made to inflate the balloon and it was tested prior to insertion. The otomy created was approx 19mm and metal s-retractors were used. A second instrument was used without difficulty. There was no consequence to the pt.